Event description:
Event description guidant/crm received information that the rate sensing portion of this endotak c lead was removed from service due to sensing problems. The high voltage portion remains active.